Event description:
It was reported that the customer's insulin pump had a broken lcd screen. The customer's blood glucose levels are unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. The insulin pump has cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.